Event description:
It was reported the patient presented to the health care facility due to a vibration alert. Upon follow-up, the device exhibited an inappropriate shock due to conducted atrial fibrillation. Additionally, the hv lead impedance was high and had been trending upward. The physician stated the patient lost weight recently. The physician will continue to monitor the impedance. The patient was reported to be doing good.

Manufacturer narrative:
(B)(4).